Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was returned for evaluation. The sample investigation verified the complaint condition that there was a knot in the tube located behind the pig tail. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in turkey underwent procedure for percutaneous endoscopic gastrostomy and jejunostomy (peg j) tube placement. After an unspecified length of time, the patient pulled the jejunal tube out by mistake. The patient underwent an endoscopy which revealed that there was a knot on the pig tail part of the jejunal tube. The patient's jejunal tube was then replaced via endoscopy.